Event description:
It was reported that during a follow up visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedances. It was believed that the cause of the high out of range shock impedances to be due to calcification of the lead. A lead revision was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.